Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. Microscopic examination revealed that the balloon has a 1.5mm longitudinal tear 18mm from the proximal markerband. There is no indication the device was inflated over rated burst pressure. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified right common iliac artery. Following deployment of an 8mm x 60mm non-bsc stent, a 7.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for post-dilatation. However, during the first inflation at 8 atmospheres for 8 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 7mm x 40mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified right common iliac artery. Following deployment of an 8mm x 60mm non-bsc stent, a 7.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for post-dilatation. However, during the first inflation at 8 atmospheres for 8 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 7mm x 40mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.